Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited ventricular oversensing. The patient was asymptomatic. No further information was reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information states that the device was explanted on (B)(6) 2019. The patient was in a stable condition before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.